Event description:
It was reported that an overdose occurred following a refill session in 2009. The patient experienced the following symptoms: feeling very loose and "rubbery" to the point where the patient could not stand, as well as being very tired. The patient also noted a change in gait, difficulty walking, couldn't concentrate and had slow breathing. The hcp had changed the pharmacy supplier and the refill with compounded baclofen 164 mcg/ml the same day, was from the new pharmacy. The reporter had concerns regarding the drug in the pump and her therapy management. The patient was considering finding a new hcp and wanted to have the drug in the pump tested prior to her next refill three months later. The hcp later reported that the patient also experienced edema and indicated that the patient would have an unspecified replacement. Per this reporter, there was no patient injury.